Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient diagnosed with breast cancer underwent an implanted port placement procedure using the powerport isp MRI, with venous access obtained via the internal jugular vein and the port placed in the right chest wall. Post procedure on (B)(6) 2026, during routine maintenance of the implanted port, impaired flow was identified. Subsequent clinical examination and radiographic imaging confirmed that the catheter of the implanted port was fractured. It was further reported that the catheter was completely broken and had detached, with the distal end migrating toward the heart. Extravasation was noted, along with swelling under the skin. On (B)(6) 2026, both the implanted port and associated tubing were successfully removed using a grasper technique. The patient is currently in good condition.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one x-ray image and one electronic photo were provided for review. The xray provided is poor. There is a port on the right chest wall with a catheter that travels to the right internal jugular vein. The remainder of the catheter is unable to be seen. The cardiac images are too white. The photo show the view of a port with attached catheter in which the catheter tube was completely separated into two fragments. Therefore, the investigation is confirmed for the reported catheter fracture, suction problem, difficult to flush, fluid leak and material separation issues. However, the investigation is inconclusive for the reported migration issue as the provided image and photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient diagnosed with breast cancer underwent an implanted port placement procedure using the powerport isp MRI, with venous access obtained via the internal jugular vein and the port placed in the right chest wall. Post procedure on (B)(6), 2026, during routine maintenance of the implanted port, impaired flow was identified. Subsequent clinical examination and radiographic imaging confirmed that the catheter of the implanted port was fractured. It was further reported that the catheter was completely broken and had detached, with the distal end migrating toward the heart. Extravasation was noted, along with swelling under the skin. On (B)(6), 2026, both the implanted port and associated tubing were successfully removed using a grasper technique. The patient is currently in good condition.